Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: final analysis found that the implantable cardiac monitor device exhibited backup vvi operation. The reported anomalies were confirmed. Testing found that the battery voltage would temporarily drop which would result in the device reset, subsequently crashing the interrogation.

Event description:
It was reported that the implantable cardiac monitor exhibited backup vvi operation. It was clinically resolved by a successful software download. At a followup, the device could not be interrogated. The device was explanted and replaced.